Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a shorted u13 cmos-flash microcontroller on the bedside pca. The root cause for the shorted u13 microcontroller could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was unable to power on.